Event description:
On (B)(6) 2007, beloved (B)(6) (patient) underwent c1-2 posterior fusion at (B)(6). The procedure involved the use of medtronic infuse bone graft (infuse) in combination with depuy/synthes mountaineer oct (oct) spinal system implanted by medtronic consultant and (B)(6) surgeon (B)(6) with at least two depuy sales reps present during the operation procedure. The indications for infuse warn that the device is only to be used in combination with the lt-cage in an open or laparoscopic anterior approach for lumbar region implantation. Furthermore, the labeled indications of the oct warns "...not intended to be placed into the cervical spine." Nevertheless, the combination of devices were implanted into the patient resulting in severe post-operative complication(s). Ten months post-op, on (B)(6) 2008, pt underwent revision surgery to explant failed oct device (screws, nuts, plate and rods) due to device failure and again used dr (B)(6) implanted another infuse bone graft device. Pt's condition continued to deteriorate necessitating an add'l revision surgery on or about (B)(6) 2008 performed by another medtronic consultant-surgeon dr (B)(6). It is suspected no irb was obtained for surgeries involving use of device(s) uncleared or contraindicated for use in the cervical spine. Pt initially had relief of prior symptoms following surgery by dr (B)(6), allowing the pt limited return to work, however, shortly thereafter, redeveloped post-operative complications that lead to eventual admission to (B)(6) on or about (B)(6) 2009. Pt expired on or about (B)(6) 2009 from complications, including but not limited to pneumonia.